Event description:
Plasmablade stopped working. Surgeon switched to electro cautery to complete case.

Event description:
Plasmablade stopped working mid-procedure. Surgeon switched to electrocautery to complete case.

Manufacturer narrative:
(B)(4). Eval, method, results, and conlcusion: product scheduled for return but not yet received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event# (B)(4), evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Root cause: unit delivered rf energy correctly into fixed resistors using test blades with no issues in the service department. (B)(4).